Manufacturer narrative:
The product was not returned for investigation, so no further investigation was possible. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated there was an issue with the display of an accutrend plus meter. The meter was powered on and some of the pixels in the middle "8" of the results field were missing. The user observed the display head-on and not at an angle. There was no allegation of a result misinterpretation. There were no black spots, lines, or obvious signs of contamination.

Manufacturer narrative:
The investigation is ongoing.